Event description:
It is reported that upon opening, the grub screw was missing. Another device was used to utilize the screw.

Manufacturer narrative:
Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. This device is used for pt treatment. No complaint search based on the product and lot number combination could be conducted. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.